Event description:
It was reported that the patient experienced vomiting and increased seizures after implant surgery on (B)(6) 2013, and again after explant surgery on (B)(6) 2013. The events were observed on (B)(6) 2013 during a follow up visit with the patient. The patient was vomiting and was hospitalized secondary to dehydration. After a few more office visits, the patient's mother stated that these events were related to the anesthesia from surgery and that she was told that a patient's seizures sometimes increase after surgery. The nurse could not provide the physician's assessment on the relationship of the vomiting and increased seizures to vns. The patient was hospitalized again after the explant surgery due to vomiting and increased seizures related to anesthesia. No additional information was provided. In regards to the original increase in seizures after implant surgery, the neurologist stated that he did not believe they were related to the vns being on and that they were likely related to the virus. The patient's device was activated on the day of implant surgery; however, the neurologist planned to turn off the device for about two weeks because the patient was being hospitalized for the increase in seizures. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided. No programming history has been provided or is available. It was also reported that the device explanted was due to an infection, which is reported in MFR #: 1644487-2013-02143, as the nurse stated that the infection was unrelated to the vomiting and increased seizures.

Event description:
Product analysis was performed on the returned generator. Although verification of the alleged infection is beyond the scope of activities performed in the product analysis lab, potential contributing factors to this condition were considered and evaluated, and none were found to exist in this situation. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The data in the diagaccumconsumed memory locations revealed that 0.847% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. No additional information has been provided.